Event description:
It was reported that after approximately 10 hours of vasopressor infusion through a central line, the patient¿s mean arterial pressure (map) dropped significantly. Blood was observed backing up into the cvc lumen and stopcock, and both blood and medication were noted leaking from the stopcock onto the pillow. The patient experienced a brief episode of profound hypotension attributed to the stopcock leak. There were no lasting clinical injuries reported. The vasopressor infusion was restarted through a different lumen. The outcome of the event was transient profound hypotension requiring short-term escalation of vasopressor support.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B1 - adverse event/product problem, b2 - outcomes attributed to ae: corrected. D9 - date returned to MFR: 3/13/2026. H1 - type of reportable event: corrected. H3 and h6 codes - updated. Four used devices from the same lot were returned for investigation. The devices were visually inspected. All four returned samples exhibited cracking along the b-port shaft, with one sample also showing cracking on both the a and b ports. The reported defect was confirmed. The location of the cracking is consistent with stresses that can result from excessive torque, such as over-tightening during connection. These findings suggest that the cracking occurred under conditions exceeding normal use. There was no evidence to indicate that the cracking was related to the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.